Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a couple of bad sites. Customer spoke with their health care professional about their blood glucose levels going higher and it was determined that the bad locations with poor insulin absorption were the cause and not the insulin pump. The health care professional recommended that the customer avoid those areas. Customer stated that the issue has not happened again. Customer did not talk to the helpline because he felt the issue had been resolved. Customer did notice a couple of times that he had bubbles in the tubing. When the customer had high blood glucose levels, the customer's wife pointed out that it may have to do with the bubbles in the tubing. Customer was not sure if this was the case. No further assistance needed.